Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colono videoscope light guide does not illuminate during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, e1, e3 h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure due to insufficient water/air pressure (the nozzle is blocked) was confirmed. However, the malfunction of the light guide not illuminating could not be confirmed. Based on the investigation results, the cause of the malfunction of the light guide that did not illuminate was not determined. The probable cause of the malfunction (insufficient water/air due to the nozzle being blocked) was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.